Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the lead site when the amplitude was turned up. In addition, reprogramming was unable to provide stimulation at high amplitudes.

Event description:
Follow up information identified surgical intervention may be pending to address this issue.